Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the metal part of the insulin pump's battery cap detached and stayed inside the insulin pump. The blood glucose reading was unknown. Advised replacement of the insulin pump. Nothing further reported.